Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, it was discovered that there was a gap in the adhesive area between the plastic cover and distal end. Additionally, the connecting tube was scratched, the distal end had notable wear and tear with the adhesive detached. Furthermore, the connecting tube had a scratch. The distal end had wear, with the adhesive detached. The elevator was not functioning properly. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
An olympus field service engineer (fse) was originally asked to come pick up the customer's evis exera ii duodenovideoscope because the elevator function was not working properly during device inspection. There was no patient involvement during the above event. During the device evaluation, it was discovered that the adhesive between the plastic cover and distal end was damaged and failing. This report is being submitted to capture the damaged and failing adhesive.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 20-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to be produced by deterioration of the glue between the plastic cover and the c-body (distal body cover) due to influence of chemical stress or storage environment. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU: "reprocessing manual_ storage and disposal. Caution: to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays or ultraviolet-rays." Olympus will continue to monitor field performance for this device.